Manufacturer narrative:
A fracture of the rv conductors was noted at the rv connector leg close to distal end of the strain relief coil. This fracture is consistent with the observation from the field of high hv lead impedance.

Event description:
It was reported that high, out of range, high voltage lead impedance was observed. Lead was explanted. There were no adverse consequences for the patient.